Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fainted. The patient has a concern about the status of the device. The device remains in service. No adverse patient effects were reported.